Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed top and bottom of case are in excellent condition. Unable to duplicate the customer's reported issue; however it was found in the event history log. The root cause of the reported issues was not determined. No evidence of customer tampering the plunger head or plunger board. Actions taken to mitigate the reported issue: replaced left plunger case as preventive measure.

Event description:
It was reported that check syringe plunger error event occurred. No patient injury reported.